Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps ? 6500 complaint of hardware error and e1720 error was confirmed during testing. This was isolated to back up capacitor after powering the device up the alarms were revealed along with reviewed in the event log. Action was taken to replace the back-up capacitor. Device passed functional testing and ready for service.

Event description:
Information was received indicating that a smiths medical pump presented with error e1720. There were no reported adverse events.